Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced multiple bent cannulas, which led to elevated blood glucose levels on (B)(6) 2026. During the event, the patient's blood glucose level was high and was treated with multiple daily injections (mdi). The patient was subsequently found to be in elevated ketones. No further information available.